Manufacturer narrative:
Visual inspection performed by medacta r&d department : from the received pieces apparently, no particular deformation or detects were noticed. Moreover, an investigation was performed, revealing a correct insertion of the liner. From the analysis of the received pieces, it is not possible to determine with certainty the root cause of the event, but a possible reason can be related to an incorrect alignment or to a presence of interference body/liquids.

Manufacturer narrative:
Batch review performed on 18 december 2020: lot 2003373: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 18 december 2020:liner: mpact 01.32.3239hct flat pe hc liner ¿32/c (k103721)lot. 2001302. Lot 2001302: (B)(4) items manufactured and released on 12-may-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported even. Batch review performed on 18 december 2020:liner: mpact 01.32.3239hct flat pe hc liner ¿32/c (k103721)lot. 1908276: lot 1908276: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After inserting mpact 48mm at the patient acetabular, the surgeon tried to engage mpact liner with mpact cup, but the surgeon was not able to. The surgeon checked the inside and the outside of the mpact cup and tried to engage the same mpact liner, but the surgeon was not able to. The surgeon replaced with a new mpact liner which was the same reference and the different lot, but the surgeon was not able to engage again. The surgeon finally replaced it with a new mpact cup 50mm and a new liner. Replaced mpact liner was able to engage with replaced mpact cup as usual. Total surgery time was about 2 hours with 45minutes of delay.

Manufacturer narrative:
On january 19th 2021, it was requested the analysis of the measures of the items involved in the complaint. R&d project manager analysis based on the measures received: additional visual inspection after quality control analysis. From the received controls, it appeared that the cup was totally conform to the specifications, while the pe liners were slightly out of tolerance for some dimensions, related to diameters and height. The reason related to this dimensions is probably related to the effects of the sterilization after implants, but from the received information it is not clear the certainty and the type of sterilization applied to the pieces.